Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Dealer stating the seat sling keeps stretching and the screws keep breaking on the regular seat upholstery.